Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the staff had found the unit to have a disconnect alarm on the screen with the patient connected. It was reported that the patient had been in this condition for approximately an hour. The customer reported that they did not hear the unit alarming. It has been conveyed that the patient suffered a brain injury.

Event description:
It was reported that the staff had found the unit to have a disconnect alarm on the screen with the patient connected. It was reported that the patient had been in this condition for approximately an hour. The customer reported that they did not hear the unit alarming. It has been conveyed that the patient suffered a brain injury.

Manufacturer narrative:
The affected device was tested by dräger service and the log file was secured for detailed analysis. The log entries show that the ventilation was activated on (B)(6) 2022, at 2:30 pm and has been ongoing until on (B)(6). On that day the device posted the alarm message "disconnection?" At 10:15 pm. Additionally, the anti-air shower function was enabled by the user. When disconnecting the patient (e.g. During a suction) this function reduces the flow and displays flat lined waveforms until a reconnection is detected. The disconnection continuous until 11:13 pm. At 11:25 pm a further disconnection was alarmed which continued until the ventilation was set into standby by the user at 11:26 pm. At that point it was confirmed that the patient was taken off the device. The log file does not contain any indication of a device malfunction during this period. During the device test the visual and audible alarms were checked together with the hospital¿s biomed and no malfunction was found. Based on the investigation results the missing audible alarm could not be confirmed, and the device reacted as specified to a disconnection in the breathing circuit by posting the corresponding visual and audible alarm. There is no indication that the disconnection of the patient was caused by a device malfunction. Therefore, we conclude that the device did not contribute to the reported patient injury. The investigation results including device behavior and maintenance recommendations were discussed and agreed with the customer.